Manufacturer narrative:
Full UDI unknown since no lot number was provided. No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole- "the surgeon was just about finished with the case and put a 5mm grasper down the trocar with a hemostatic agent. As the surgeon inserted down the trocar, a peace of the seal fell down with the grasper into the abdominal cavity. It was noted that the seal was the black double-duckbill. The seal was retrieved and there was no patient injury." Patient status - "fine".

Manufacturer narrative:
The event product was not returned to applied medical for evaluation, only two photographs were provided by the customer. Based on the photographs, engineering noted fragmentation of an internal rubber component of the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.